Event description:
During bilateral (left) brest reduction - left side of medical flap received burn. Physician has used before on cases without event. Doctor states, "need impedance resistance technology so wont happen again". Patient did not require medical intervention for sustained burn. User facility did not release patient information.

Manufacturer narrative:
User facility has chosen not to return suspect product. User facility biomed department completely evaluated the sabre 2400 and found no problems. The esu meets all specifications. Documentation supporting this statement will be procured from facility. Patient did not require medical intervention for sustained burn.